Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed to replace battery before and after 3 battery changes. The customer also indicated the same issue with the reservoir and the pump indicated that the reservoir was low but it was not. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The low battery alarm and power error 25 was confirmed in the long trace. The detailed trace analysis confirmed the pump alarmed low battery and then the alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes due the non-sleep anomaly software error. The pump was received with normal sleep currents. No unexpected replace battery now alarm was noted. The pump was programmed with low reservoir alarms and the alarm functioned properly. The pump was monitored for several days and no unexpected low reservoir alarm was noted. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.